Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered a fall and their incision opened. As a result, the patient underwent surgical intervention to explant the ipg for infection prevention. The incision was re-sutured and the issue was resolved.